Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back electrodes of the lifevest equipment. Patient described the area as red, itchy with scratch marks. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised to use neosporin and cover the area. Follow up indicated that the skin irritation is improving.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.